Event description:
In 2002 the md implanted bilateral colamer iols into pt. After 8 weeks, the pt experienced progressive hyperopia, 4d in the left eye and 2.5d in the right eye. The md performed piggyback iols in both eyes. The pt is doing fine. The md believes that the problem was due to short eyes with small capsular bags. This info was received in response to the collamer customer bulletin sent to customers (recall z-0539-04).